Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior, white calcification in the shell and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified: opening crease smooth on posterior and radius, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease smooth on posterior and radius assessed as fold flaw opening. Calcification are observed but have no relationship with manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported "left side implant bleed, and exchange from textured to smooth due to the patients concerns with the product." Additional event of calcification. Device has been explanted and replaced.